Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Additional information was received indicating a revision procedure was performed. Diagnostic imaging was performed and externalized conductors were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that an over current detection (ocd) alert was noted due to low defibrillation impedance on the right ventricular (rv) lead resulting in aborted high voltage therapy. The arrhythmia was self terminated. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis. A device history record (DHR) review was performed and the sterilization processes and inspections steps were confirmed to be completed per the requirements. The device met sterilization specifications prior to leaving abbott manufacturing facilities.